Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using csi orbital atherectomy device (oad), slow flow occurred. The target lesion was 90% stenosed and located in the left anterior descending artery (lad). Following treatment with the oad, slow flow was observed. Additionally, the crown was noted to jump. The slow flow was resolved with administration of vasodilators and the procedure was completed with balloon angioplasty and stent placement. The patient was in stable condition following the procedure.